Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip migrating on the leaflet, leaflet tear and worsening mitral regurgitation requiring intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An nt clip (20308r193) was implanted successfully, reducing the mr to grade 1-2. On (B)(6) 2022 during a follow-up it was observed that the clip lost some of the posterior leaflet and the mr worsened to a grade of 4+. After further investigation the anterior leaflet was observed to be torn. Re-intervention was performed on (B)(6) 2022. An additional clip was implanted, reducing the mr to grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported partial clip movement appears to be related to patient morphology/pathology (flail and prolapse). The reported poor image resolution was associated with challenged imaging. The reported worsening mitral regurgitation (mr) appear to be related to the partial clip movement. A cause for the tissue injury cannot be determined. Mr and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received:during the index procedure on (B)(6) 2022, imaging was challenging. However, all were able to visualize the grasp confidently. No additional information was provided.